Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent pack lot 2790 processed on the vitros 5600 integrated system (s/n(B)(4)). The most likely assignable cause is instrument related. A vitros tropi es within-run precision test was not within acceptable guidelines indicating that the instrument was not performing as expected. Service of the instrument was carried out which included cleaning the micro-well incubator and lift pins, replacing the well wash stepper motor and waste cap and performing all associated adjustments. After the completion of the service actions acceptable within run tropi es precision data was obtained verifying the analyzer was returned to the expected performance. Based on historical quality control results, a vitros tropi es lot 2790 performance issue is considered unlikely. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2790 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event. The customer is not processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, troponin I result obtained for a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample vitros tropi es result 0.16 ng/ml versus expected vitros tropi es result <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, tropi es result was reported from the laboratory and the patient was administered anticoagulant and medication against platelet adhesion, however ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).